Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified cephalic vein. A 5f super sheath introducer sheath was placed and a 035 non-bsc guidewire was then advanced to cross the lesion. Subsequently, a 6.0x40, 75cm mustang balloon catheter was advanced for post-dilation. However, upon the first inflation, the balloon ruptured at 15 atmospheres after a duration of 60 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.